Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with their insulin pump. The customer stated that the cause of the issue was due to a bent cannula. The customer sent back the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump was delivered properly all bolus programmed during testing and were recorded properly at the bolus and daily total history screens. No bolus or bolus history anomalies were noted. No battery out limit alarms or unexpected no reservoir alarms noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100value properly on display graph. The low suspend alarms and threshold suspend feature working properly. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window display.